Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged damaged o-ring issue could not be verified; however, the alleged cartridge change error issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, the cartridge o-ring was missing and the customer confirmed the o-ring was not located on the pneumatic tap. Reportedly, the customer continued to use the pump for insulin therapy.